Manufacturer narrative:
The reported complaint of tcmid:05 (coolant diff failure) error message on the thermogard xp ivtm system (serial #(B)(4)) was not confirmed during functional test but confirmed in event log. The returned thermogard xp ivtm system functioned as intended. During visual inspection, no physical damage was observed on the console. During archive event logs review, multiple tcmid:05 error messages were identified on the date when the issue occurred. Thus, confirming the reported complaint. The initial functional testing passed all the functional tests requirements with no error or fault. The thermogard console is ready for ivtm therapy use.

Event description:
During console check, customer reported that the thermogard xp ivtm system (serial #(B)(4)) displayed "tcm ID:05" (coolant diff failure) upon powering on. No patient involvement.